Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2399ml and the total drain volume was 4342ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An iipv: (occurrence date (B)(6) 2010 / cycle 4 / drain volume 4342 ml) was confirmed in the logs, but not duplicated during pal evaluation. The root cause: insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device was in specification. A review of the previous service record was done. No issues were identified that may have contributed to the issue of the iipv. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.